Event description:
Event description guidant received information that during the attempted implant of this implantable cardioverter defibrillator (ICD) one setscrew was totally fixed and would not turn. Boston scientific received subsequent information that this was not an attempted implant but the device was explanted the next day afterimplant due to high lead impedance measurements (lead model/sn unknown). It was reported that the day following implant, the patient started a tachycardia, not sensed by the device, which terminated spontaneously. It was reported that the patient then went into asystole, needing external resucitation. At that time, the impedance of the pacing lead was over 3000 ohms, requiring a new intervention to rule out a fractured lead. The ICD was removed from the patient. Thresholds were normal, so the ICD was connected again and then the setscrew did not rotate properly.